Event description:
It was reported that the patient had multiple low flow alarms and a warm system controller. Low flow alarms were shown on the power module but not on the system controller. The system controller was not producing audible alarms when the power module captured low flow. The log file captured low flow alarm events on (B)(6) 2022. The system controller alarm history logged low flow alarms that ranged a duration of 1 to 9 seconds. The ventricular assist device (vad) coordinator was present with the patient in emergency department (ed) while 2 known low flow alarms occurred and there was no audible alarm heard. The system controller was sent for further evaluation and analysis.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the heartmate ii controller (serial number (B)(6) was evaluated following the reported multiple low flow alarms, a warm system controller, and no audible alarm produced. The reported event of the system controller feeling warm to the touch was not confirmed, and the controller's reported event of no audible alarm was also not established. The heartmate ii system controller (serial number (B)(6) was returned and evaluated at abbott burlington. The controller was functionally tested during the evaluation and passed all steps without issue, including all audio and visual signals verified during the analysis. Additionally, the controller was connected to a mock loop for an extended period of time without any issues. The controller was connected to a mock circulatory loop to test for temperature elevations, and the maximum temperature did not exceed device specifications. The reported events could not be reproduced during testing. The downloaded log file from the returned controller contained data spanning approximately 7+ hours (07:25:19 ¿ 15:12:33 on 30aug2022 per the timestamp). There were no events active in the log file that would be correlated to an issue with the reported event. This analysis could not conclusively determine the root cause of the reported events. The device history records were reviewed, and the records revealed the heartmate ii controller was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped from abbott on 18jul2019. Heartmate ii instructions for use (IFU) section ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate ii controller (B)(6) was evaluated following the reported multiple low flow alarms and a warm system controller. The reported event of the system controller feeling warm to the touch was not confirmed. The heartmate ii system controller (B)(6) was returned and evaluated at abbott burlington. During the evaluation, the controller was functionally tested and passed all steps without issue. Additionally, the controller was connected to a mock loop for an extended period of time without any issues or alarms active. The controller was connected to a mock circulatory loop for to test for temperature elevations, and the maximum temperature did not exceed device specifications. The reported event could not be reproduced during testing. The downloaded log file from the returned controller contained data spanning approximately 7+ hours (07:25:19 ¿ 15:12:33 on 30aug2022 per the timestamp). There were no events active in the log file that would be correlated to an issue with the reported event. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use (IFU) section ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.